Manufacturer narrative:
Verify if the reservoir locks in place: yes. Minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer. Device received with a duracell alkaline battery installed at 0.147 volts. 1.569 volts for the test energizer battery. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. (B)(4).

Manufacturer narrative:
Supplemental report triggered for updated case notes with hospitalization information and that information has been given this report. (B)(4).

Event description:
The customer was hospitalized for high blood glucose on (B)(6) 2020 and passed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family via a letter. The information received on (B)(6) 2020 stated the following - reporter alleges: the customer is deceased. No further details were provided. Frn-unk-rsvr unomed set.